Event description:
It was reported to covidien on (B)(6) 2012 that customer had an issue with vnus tubing kit x15. The customer states that 4 units were used and 3 of them burst. The pressure wheels were set to the minimum. It could not bear pressure 60. The saline solution did not contain bicarbonate or lidocaine. The pt had been injected epidural anesthesia. The surgical procedure was extended because when the set burst it splashed the floor and the operating room clean area. It was dangerous because the infiltration pump went wet, the frequency generator and the metallic table it was on were both splashed too. The equipment were plugged and this could have caused an electric shock for the personnel manipulating them.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.